Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 5 months due to severe aortic stenosis secondary to severe calcification. The patient presented with shortness of breath. The explanted valve was replaced with a 25mm 11500a aortic valve. The patient was taken to recovery postoperatively. Per medical records, the patient had a intra-aortic balloon placement the day prior to his redo avr surgery. Upon surgery, the valve was observed to be calcified with a very small orifice. The valve was successfully excised from the first frame of the bio-bentall procedure. The coronary arteries were low. Pledgets and some calcium were debrided leaving with a good-sized orifice. Nonpledgeted sutures were used to implant the 25mm 11500a aortic valve. The valve appeared to seat well despite the calcification and fibrosis. The graft was then closed. Tv repair was performed with a 28mm non-edwards annuloplasty ring. The patient successfully weaned from cardiopulmonary bypass and protamine was administered. The patient was transferred to the ICU in stable condition with an improved ejection fraction. The patient was discharged home on pod #14 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was due to patient related factors. The calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors which included hld. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.